Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was hospitalized due to not feeling well. There were two episodes recorded indicating that the device induced ventricular fibrillation (vf) the day of hospitalization. The episodes showed the patient was in slow ventricular tachycardia (vt). Anti-tachycardia pacing (atp) was delivered and induced vf instead. An external shock was delivered before the shock criteria had been met. The device remains in use. No additional adverse patient effects were reported.